Event description:
Caller reported that insulin cartridge leaked, but there was no adverse impact to the customer¿s blood glucose level. The leak occurred at the bottom of the cartridge where the fill rod/pump attaches. Customer initially did not start load sequence on the pump, which was resolved by following the correct procedure and instructions from technical support. After following the guidance, customer successfully loaded the cartridge and resumed insulin therapy.